Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon.

Event description:
It was reported that the balloon of the silicone foley catheter exploded. Additional information has been requested, but not yet received. Per new information received; it was reported that the balloon of the silicone foley catheter burst. No medical intervention was reported.